Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to the device not functioning. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer¿s service center further investigation. The device powered on and airflow was confirmed. The device¿s downloaded logs were reviewed by the manufacturer and 1 error was found. The manufacturer concludes that the customer complaint was not confirmed, and no evidence of foam degradation was noted. The device was scrapped due to not being needed for internal stock.